Event description:
One touch ultra meter would not power on. Patient did not experience any symptoms during the time of concern. Patient did not have a back up meter. Patient did contact a medical professional for advice; however, patient was unable/unwilling to indicate if they received any treatment. The customer service representative walked patient through treatment. The representative confirmed that the patient was using the corret type of test strips. The power issue was not resolved. Patient's meter was replaced. There was no evidence of a serious injury; however, the meter did malfunction and meets the criteria for a medical device reportable.